Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed and the reported complaint was able to be duplicated. The exhalation differential pressure transducer pt802 failed calibration. The output differential voltage was outside of specifications. This issue will be internally investigated within carefusion.

Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, carefusion has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays ventilator inoperable, motor fault, low peak inspiratory pressure, low minute ventilation, and transducer fault alarm conditions. The customer performed troubleshooting, but the issue was not resolved. The customer reported the turbine differential transducer failed calibration testing. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.